Event description:
The infusion pump was rec'd at our service facility with burnt residue in the power receptacle. The power cord was not present. No add'l info was able to be rec'd from the hosp regarding the infusion pump. No pt injury was reported.